Manufacturer narrative:
Follow-up #2: date of submission (B)(6) 2018¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The black box data showed no evidence of a battery voltage fluctuation. The black box verified the voltages were steady with no sudden drops. The pump electrical current draws were within specifications. The pump was opened to find no evidence of moisture. The power flex and components had no defects or damage. The pump was run for 24 hours with no reboots, power losses or overheating. The complaint of overheating was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked above the grip pad, and the test battery cap was secured to the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue.

Manufacturer narrative:
Correction to (B)(4).

Manufacturer narrative:
Correction to results codes and conclusion codes.